Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -9.5/1.5/113 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. The lens was intraoperatively implanted, removed, and replaced due to a lens tear/break during injection/delivery into the eye. There was patient contact but no patient injury. Problem was resolved. Causeof the event is unknown.

Manufacturer narrative:
A4-a6: unk. Work order search: no similar complaints within associated lots were found. Claim# (B)(4).